Event description:
It was reported that, while in use on a patient, the 980 ventilator registered higher volumes than what was set. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se discovered a large volume of rainout moisture in the patient circuit, exhalation filter and the exhalation valve flow sensor (evq) assembly. The se replaced the evq assembly. The se performed calibrations and extended self-testing on the device and all tests passed.